Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1933602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the opening of the 6f / 7f mynx control vascular closure device (vcd), the inner package stuck on the sterielen plastic box in which the device is packed. Therefore, the mynx became unsterile because it fell to the floor and could not be used anymore. The device was not used in the patient. Hemostasis was achieved with the use of a new mynx device. There was no reported patient injury. The mynx control vcd was not damaged. The device was stored as per the instruction for use (IFU). The device was stored in its original box. Other additional procedural details were requested but are unknown. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly during the opening of the 6f / 7f mynx control vascular closure device (vcd), the inner package stuck on the ¿sterielen¿ plastic box in which the device is packed. Therefore, the mynx became unsterile because it fell to the floor and could not be used anymore. The device was not used in the patient. Hemostasis was achieved with the use of a new mynx device. There was no reported patient injury. The mynx control vcd was not damaged. The device was stored as per the instruction for use (IFU). The device was stored in its original box. Other additional procedural details were requested but are unknown. The device was not returned for analysis. The product history record (phr) review of lot f1933602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box ¿ compromised sterility¿ could not be confirmed as the device was not returned for analysis and images were not provided. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the inner packaging becoming stuck to the box that caused it to become unsterile and compromised the device¿s sterility. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.